Event description:
As stated by the customer (B)(6) 2010: "the pt was transported from the bathroom to the pool with entroy chair (gab1011-01eu). The chair was locked/secured for rotation in transport as it should be. The chair suddenly turns and the chair/chassis falls over. The pt falls down on the floor in the chair and hits his head and back. The caretaker tries to obtain the fall by grabbing the pt. The pt is transported to the hospital." (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.